Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that on one occasion during an attempt to power the device on, their device flashed a solid white screen and would not complete the boot up process. There was no report of any patient use associated with the reported issue.